Manufacturer narrative:
Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor had a bubble. The reported issue was duplicated at startup during the investigation. The software was reloaded. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 41181. No adverse effects were reported.